Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling. Reason for reoperation is "intracapsular rupture."

Event description:
Patient reported a right-side "intracapsular rupture." Device was explanted.